Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left ruptured implant. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown, double capsule and release left capsule adherence.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d.6., g.1., g.5., h.4., h.6. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left ruptured implant. Healthcare professional additionally reported capsular contracture baker grade unknown, double capsule and release left capsule adherence. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, weight to the specification, brown and yellow colored particles on the surface of the shell and a dark ring. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture of the device were observed.